Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device: enbf2316c145ej sn (B)(4), expiration date: 2014-12-13, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 65mm diameter abdominal aortic aneurysm. It was reported that the follow-up CT revealed that the both graft legs had migrated out of the common iliac artery. The physician considered intervention but eventually decided to continue monitoring the patient¿s condition because of severe dementia. Per the physician the cause of the event cannot be determined. No clinical sequelae were reported and the patient will be monitored by their physician.